Event description:
On (B)(6) 2012, at (B)(6) hospital, bo-rf-32 (USA), rotaflow centrifugal pump with softline coating (lot number 70077678), was leaking from the flow probe/centrifugal head joint during bypass. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). The complaint sample was returned to maquet for evaluation. A visual inspection was performed of the complaint sample. The visual inspection determined that the gluing of the housing (in the area of the connector) was inadequate. Reference: complaint (B)(4).